Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon evaluation, the negative lead of high-voltage capacitor c22 was broken free from the pad on the monitor defibrillator board, which caused resistor r45 to open. This resulted in the service code 102. The root cause for the broken c22 capacitor lead could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the damaged c22 capacitor. The patient received a replacement monitor.

Event description:
Upon review of a (B)(6) female patient's flag files, zoll customer support reported a service code 102 (charge profile fault). The patient was issued a replacement monitor.